Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on control board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transducer socket is burnt. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported for the shockpulse lithotripsy system still runs (crushes) and does not respond to anything while the working head was connected. The issue occurred during preparation for procedure. There were no reports of patient harm.